Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. The photo demonstrates some kind of foreign matter presented on a white bandage and a tube is not present. Therefore, 100 retained samples were visually checked and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the photograph attached and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in the tube."